Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: a device history review was performed, and no non-conformances were detected related to the reported condition.

Event description:
It was reported from a health authority in china that during an unspecified surgical procedure after thirty five minutes into the procedure, it was observed that the cutter device broke. During first aid a double-edged milling the cutter was used to drill a hole in the skull. The head end of the milling cutter suddenly fractured and disintegrated to the second aid chest and then fell off. About one centimeter was missing. The radiology department was informed of anteroposterior and lateral radiography in the operation room. There was no foreign body left in the patient. The doctor decided to stop the procedure. A subsequent surgery went well. There were no delays in the surgical procedure as an identical spare device was available for use. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. E1: reporter facility name and address: (B)(6) hospital, (B)(6) university, (B)(6). UDI: (B)(4).